Event description:
An international customer (belgium) reported that the blades of a 12mm solus spacer could not be deployed to penetrate the patient's vertebral body. The case was extended approximately 40 minutes in order to remove the implant, retrial the patient's disk space and replace the implant with a new spacer.

Manufacturer narrative:
The date of occurrence unknown and has not been provided. This configuration of the alphatec solus lumber spacer (25600-312-seu) in not available for use or sale in the USA. An evaluation of the suspect device revealed no manufacturing, processing or design related irregularities. The implant was found to be properly manufactured and released according to design specifications. A previous investigation found that this type of occurrence is the results of the patents bone condition. Patients with isthmic spondy and highly sclerotic endplates may have adverse affects on the anchoring blades ability to be deployed. The supplied instructions for use provides both warnings and precautions for this type of event. Instructions for use (ins-040); warnings: 7. Do not use with excessively dense vertebrae. In patients where only one of the two vertebrae is excessively dense the safety feature built into the deployment wrench tip will not be effective precautions 7. Bone density, quality, and/or stability may have adverse affects on the anchoring blades ability to be deployed or maintain purchase with the bone. The alphatec solus anterior lumbar interbody fusion (alif) system is a stand alone anterior interbody fusion device that can also be used with supplemental fixation. It is an intervertebral body fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. System implants are manufactured from implant grade polyetheretherketone (peek optima lt1), titanium (ti-6al-4v eli) anchoring blades and tantalum radiographic markers. System instruments are manufactured from stainless steel.